Manufacturer narrative:
The field service engineer adjusted a nozzle and the cell wash rinse water volume. Calibration, controls, and precision studies were run; all results were good. Sample comparison studies were also performed and these recovered acceptably. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 4000 c (311) stand alone system. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted with an na result of 158 mmol/l, which repeated as 136 mmol/l. The second patient sample initially resulted with an na result of 152 mmol/l, which repeated as 145 mmol/l. The na electrode lot number and expiration date were requested, but not provided.